Manufacturer narrative:
H6:product analysis part # 6550004 lot # kh17a087 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface with circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l4/5 instability dish. It was reported that when the last right s1 was inserted, it was very stiff and it felt that it was very dangerous to use a cannulated screwdriver. This was explained to the physician that it was about 2/3 filled, so he used a bone-end screwdriver to insert an additional one, but something was wrong with the screwdriver spinning, so he pulled it out and checked the tip. The screwdriver was pulled out and when the tip was checked, it was confirmed that the tip was broken. There were no fragments of the implants or instruments remained in the patient's body. There were attempts remove bone wax using a nerve hook, but it was judged to be impossible, so a short rod was cutoff, tightened it for the final time, put it on a counter, suggested that the screw be removed, and they did it without any problems. The screw was removed without any problems, the tap was cut all the way back, and a new screw was inserted without any problems. Product will be returned. There were no patient symptoms or complications reported as a result of this event. Additional information received from manufacturer representative that the procedure involved was l4/5 olif and l3/4/5/s psf. There is no malfunction or allegation reported against the screw.